Event description:
While using a byte day aligners, patient reported their upper aligner is digging and cutting into their gums and making them bleed. Patient feels there is also a fit issue and requested to have new aligner re-molded. Provided hh tips, blanching and discomfort tips and to file aligners and provide update and photo. Update and photo provided by patient, issue not resolved after recommended tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.